Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered capsular contracture baker grade iii/IV on the left side. As a result, the patient will undergo removal and replacement with mentor gel implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient felt that the left breast was higher, more firm and more painful. Pain was on both sides. The capsular contracture was baker grade iii on the left side. There was a lateral drift on both sides. The patient experienced asymmetry. The replacement devices were mentor memorygel breast implant 700cc breast implants. Both implants are intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/3/2020, a manufacturing record evaluation was performed for the finished device 7613346 number, and no non-conformances were identified. On 4/8/2020, the date of removal was (B)(6) 2020. The name of the procedure was primary augmentation. On 4/15/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/22/2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-7714098) and is a concomitant device (contralateral). No adverse events were reported for this device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).